Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to myopotential oversensing. Technical services (ts) was consulted and discussed stored episode as well as available programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to myopotential oversensing. Technical services (ts) was consulted and discussed stored episode as well as available programming options. This device remains in service. No additional adverse patient effects were reported. At a later date, it was reported another shock was delivered as inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.